Manufacturer narrative:
Combination product: yes. Upon receipt, the rv lead under complaint dextrus 53 sn (B)(6) was found cut 8 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The lead was probably cut during the extraction procedure. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The ra lead under complaint dextrus 45 sn (B)(6) was not returned. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the ra and rv leads were explanted due to noise that is being oversensed. Should additional information be received, this file will be updated.